Manufacturer narrative:
As reported, the mesh from the ventralight st w/ echo ps ripped when inserted through an 8mm trocar. The recommended minimum size trocar per the instructions-for-use, supplied with the device is 10mm for product code 5955450. As the sample was not returned for evaluation a definitive conclusion cannot be made, however it is possible that the issue presented due to the use of a trocar smaller than the recommended size. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Per the instructions-for-use, supplied with the device, ¿insert into the abdomen through the recommended minimum trocar or trocar incision site. Do not force the device through the trocar. If mesh will not easily deploy down the trocar, remove the trocar and insert through the next largest available size trocar or through the trocar incision site and reinsert trocar." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic ventral hernia repair, the surgeon inserted ventralight st w/ echo ps into 8mm trocar, and the mesh ripped. It was reported that the mesh was removed and another ventralight st mesh w/ echo ps was used to complete the procedure. There was no patient injury.